Event description:
Philips received a complaint from the customer on the v60 ventilator indicating that the unit was giving an "alarm". The device was in use on a patient at the time the reported issue was discovered; however, there was no harm to the patient or user. A philips authorized service provider (asp) went onsite to evaluate the device. Review of the diagnostic report or event history did not reveal any device failure. However, there were alarm conditions indicating a patient or ventilator setting which are normal occurrences during device operation. Philips asp confirmed they were unable to duplicate the reported issue. The device passed the required performance verification tests per philips standards and was returned to service.